Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and completed a 2k preventive maintenance per manufacturing specifications. The unit is ready for use. The pulse width modulator was adjusted in order to get the delta p to read correctly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported they cannot seem to get the amplitude any higher than 41 centimeter on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.